Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on january 17, 2022, it was found that the image of the subject device was not displayed and the electrical contacts of the video connector socket was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 05-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the correction in d5 and the updates in sections a1, d4, g2, h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, no image was displayed due to the video connector receiving contact pin being damaged. There was a faulty insertion section of the camera head noted, however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image was displayed due to the video connector receiving contact pin being damaged. The specific root cause of the of the video connector receiving contact pin being damaged could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [6.3 connection of an endoscope] confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. Confirm that the video connectors of the videoscope / camera head are not damaged.¿ olympus will continue to monitor field performance for this device.